Manufacturer narrative:
(B)(4). Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The pump failed self test due to pump error 63 during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump was cut to perform visual inspection. The unit had no physical or moisture damage on the following: electronic assembly, motor or force sensor. No alarms noted during event date on history file. Pump error 63 was noted on 06/30/2022 06:31 am in history files. The following were noted during visual inspection: scratched case, battery tube threads, cracked keypad overlay, cracked reservoir tube lip, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, broken reservoir tube lip . No unexpected insulin flow blocked alarms noted during testing. Pump error 63 is confirmed due to cracked solder joint u-6( pin 6). Additional cosmetic damages were noted on the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer stated that the event was resolved by changing complete set. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.